Manufacturer narrative:
(B)(6). A no sample investigation was completed on 06/17/2016. A review of the device history record could not be completed as a lot number was not provided for this incident. However, after the no sample investigation was completed, bd was made aware that a sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while injecting the needle broke off and was left inside the patient's injection site in their abdomen. He was unable to remove the needle himself as it was below the skin. Paramedics met the patient from the flight when landed in (B)(6); he was transported to (B)(6) hospital where x-rays were taken, and the needle was removed surgically. The patient was given a course of antibiotics, and advised to return to hospital for evidence of infection.

Manufacturer narrative:
Added patient date of birth, age, gender. Abdominal x-ray performed, fascia foreign body removed ((B)(6) 2016). (B)(4). Findings: neither a device history review nor a manufacturing review were possible in the absence of a lot number. The microscopic examination revealed the patient end of the cannula was broken. There was no evidence of hub indentation on the sample returned. Bd was able to duplicate the customer¿s indicated failure mode. Conclusion: as there is no evidence of indentation on the hub of the returned sample, the most probable root cause has been determined to be bending and re-straightening by the end user.

Manufacturer narrative:
Corrections added as follows: describe event or problem - the customer was unsure if he received his full dose of insulin. The incision was 1 cm long, closed with sutures and steristrips and dressed. Relevant tests/laboratory data - (B)(6) 2016 - discharged to home on flucloxacillin 1/52; (B)(6) 2016 - x-ray, soft tissue abdominal lateral and ap performed. The needle was detected just under the skin but the doctor was unable to palpate. Device evaluation: correction from follow up 1: an absolute root cause for this incident cannot be determined. Bd was unable to confirm the customer's indicated failure mode.

Event description:
The customer was unsure if he received his full dose of insulin. The incision was 1 cm long, closed with sutures and steristrips and dressed.